Event description:
It was reported that the lead became stuck half way down the right ventricle in the initial implant procedure. It was reported that the lead was then removed and successfully repositioned; however, subsequent fluoroscopy revealed that the lead was "floating" in the right ventricle. It was also reported that upon removal, it was noticed that the lead had blood in the insulation and an apparent tear. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), there was blood in/on the helix mechanism and the lead appeared to be damaged at implant.